Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were submitted to the manufacturer for evaluation. Through visual examination, no visual defects or damages were observed. The samples were subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated that no leakages were observed. The samples were then evaluated for occlusion; no occlusions or blockages were identified. The samples are within specification; the reported defect is not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we have had mulple issues with air in blood alarms that will not clear, arterial pods that have ny air bubbles and ll from the boom of the pod rather that back to front creang unclearable arterial pressure alarms, and numerous tmp alarms that don't clear.